Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, an issue with the reading and impedance check occurred. The customer informed that the monitor was working normally and presented a value of 50. However, during the procedure, after 1h30, the monitor presented the value 5 with absence of electrical activity. It was reported that the sensor was replaced to resolve the reported issue without incident to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.